Event description:
It was reported that a cartridge alarm 20 occurred and the customer experienced the same cartridge issue again. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge without assistance, and technical support planned to send a replacement pump.